Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. The patient could not feel the vibration from the device when the device was tested through the programmer. The patient will continue to be monitored remotely.